Event description:
Reporter used icy hot heat therapy patch for "neck, arms, legs" on her right upper shoulder/neck area one day, and when she removed it, it tore off areas of her skin. She had followed all instructions and warnings on the package. This was extremely painful, and took about a month to heal over. She still has scars and flaking skin from it.